Event description:
Venous needle came out of patient's avf. Needle was taped as per policy. Tape came loose and needle came out. Machine never alarmed, it was noticed by a nurse taking off patient nearby. All blood in system was returned by arterial needle along with 1200cc of nss to help replace volume loss. As a result, the patient was hospitalized and given 3 units of blood. The tape product has been noted that the adhesive from the tape was not sticking.